Event description:
Medical assistant was following manufacturer guidelines of engaging the safety device on the needle by sliding the needle on a hard surface. The contaminated needle bent back and stuck the ma on the left thumb. The needle should have closed safely to prevent contaminated needle sticks as shown in the guidelines.